Event description:
It was reported that during a generator change out procedure, the lead exhibited noise upon interrogation. No intervention was performed and the lead remained implanted. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).